Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic, pacer-dependent patient presented in-clinic for a follow-up, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made. The device remains implanted.

Event description:
New information received indicates that when the asymptomatic patient presented in-clinic for a follow-up, another instance of post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made.